Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
Report received from an international affiliate (another country) of a tubing separation. The report reads: "as the venipuncture was being performed the needle and the wing part of the set separated from the tubing. The nurse sustained a 'splash' of the patient's blood." Upon further query, the following information was provided: there was no reported injury to the nurse and she did not require any medical intervention. The patient reportedly "required another venipuncture procedure". There were no reported adverse patient effects. Though requested, no additional information was provided.